Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h.10.

Event description:
It was reported that 2 pen ndl 32ga 4mm 100 bx 1200 ca had damaged unit packaging during use. The following was reported by the initial reporter: "it was reported 2 pen needles protruding through the green inner shield verbatim: parent reported having 2 pen needles protruding through the green inner shield . Stated the pen needles stuck the consumer twice. Stated no medical attention needed or received."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen ndl 32ga 4mm 100 bx 1200 ca had damaged unit packaging during use. The following was reported by the initial reporter: "it was reported 2 pen needles protruding through the green inner shield. Verbatim: parent reported having 2 pen needles protruding through the green inner shield . Stated the pen needles stuck the consumer twice. Stated no medical attention needed or received".